Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2008, that a stretch vl flexima ureteral stent was used during a double j stenting procedure. According to the complainant, the stent placement procedure was reported to have occurred some time in 2008. Approximately three months after stenting was performed, the stent was found to be broken in two pieces approximately one cm under the stone. The detached under part was removed and another stent was placed. The upper part remains in the body and will be removed when pnl procedure is performed. The procedure was completed with another of same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the expiration and device manufacture date are unknown. The product has been returned but a device evaluation has not been completed. The evaluation as well as a similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental medwatch report will be filed.